Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned. Analyst comment: lead was received with appropriate j shape. Lead may have been restricted within the heart, preventing the j from forming properly.

Event description:
Atrial lead did not have j shape, even when stylet was pulled back, was not possible to implant the lead rtnd for same. This was reported during the implant procedure. No patient complications have been reported as a result of this event.